Event description:
It was reported that the system displayed fast stop error messages and shut down on its own. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not find anything wrong with the system. The fse suspects the customer's electrical system could be causing the intermittent shutdowns. The system operates as intended.